Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient indicated they were concerned that the device may make them constipated. They did not feel backed up necessarily, but had less bowel movements than before. Patient takes miralax daily to keep from getting constipated. Patient had an appointment with a gastroenterologist on (B)(6) 2018, they would be speaking with them to confirm whether or not they were constipated. Additional information was received. It was reported that the patient had switched sides from left to right on (B)(6) 2018. The patient felt they had not seen as good of an improvement and felt their lead may have moved. Contributing factors to the reported event were unknown. Patient felt they were seeing enough improvement to know that the device was going to work for them. Patient was going to follow-up with their healthcare provider to see if they could have the device removed earlier than their march 5th appointment. Additional information was received. The patient indicated that since they switched sides on (B)(6) 2018, they had been experiencing pain. The patient indicated this may have been due to the lead/wire moving. Patient was on the phone with manufacturer representative when switching sides, stimulation was set to 7.0 and they could not go any higher. The stimulation settings were comfortable. Patient was waiting on call from their healthcare provider regarding lead removal and was going to speak to them in regards to settings as well. No further complications were reported or anticipated.